Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report a hospitalization due to low blood glucose. Caller stated that customer received the notification letter regarding the vent blockage. Customer's current blood glucose reading is 192 mg/dl. Paramedics were called to treat a low blood glucose reading of 42 mg/dl. Nothing further reported.